Event description:
On (B)(6) 2014, the surgeon performed a right side ifuse arthrodesis on the patient placing three implants. The patient developed a suture site infection that was treated with oral antibiotics and resolved.

Manufacturer narrative:
Based on the information provided, review of surgeon training guide, IFU, certificates of analysis and fmea, the most probable root cause is a postoperative infection. Part number, lot number, manufacture date, expiration date: ifuse implant, p/n 7050-90, lot# i0863, manufactured 06/27/13, expires 2018-11. Ifuse implant, p/n 7050-90, lot# i0873, manufactured 03/21/13, expires 2018-11. Ifuse implant, p/n 7065-90, lot# i0652, manufactured 03/27/13, expires 2018-05.